Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery life is less than expected. Reportedly, the battery compartment was cracked and the cap was unable to attach properly. The reporter stated that the issue persisted with multiple batteries from different packs and there were no low battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged short battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any evidence of short battery life. A battery compartment crack was found along the side in the threads area. No damages were found with the battery cap and it was able to fit securely onto the returned pump. Using the returned caps, the pump powered up and functioned properly. Electrical current draws were within specification. A rewind/load/prime sequence was executed without incidences. Pump casing was opened and no intermittent conditions or evidence of moisture intrusion was found internally. (B)(4).